Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device - 1 year, 3 months. The evaluation of the returned pump revealed a white, soft deposition in the outlet stator. The deposition was loosely seated. There was no evidence of lamination or denaturing and there were no contact marks on the rotor to indicate that it was present in the pump while it was operating. The evaluation could not conclusively determine the origin of the deposition nor the duration of its presence in the pump. A correlation between the identified deposition and the reported infection could not be conclusively determined. The device was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process; the device functioned as intended. Infection is listed in the instructions for use as a potential adverse event that may be associated with use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was admitted to the hospital on (B)(6) 2016 due to an ongoing driveline infection. The infection was antibiotic resistant and the driveline site had already been debrided three times. Due to the severity of the infection, the patient received a pump exchange on (B)(6) 2016. It was reported that during the exchange, the surgeon spent quite a bit of time cleaning the site of infection that included the driveline, pump pocket and the area under the pump near the inflow conduit. The pump, inflow conduit/cannula and the outflow graft were all exchanged. Additionally, the driveline was tunneled to an exit site on the patient's right side, whereas it had previously been tunneled and exited on the patient's left side. The patient was stable in the ICU post-exchange.